Manufacturer narrative:
(B)(4). The explanted product not returned to neuropace for analysis.

Event description:
Neuropace was informed that on (B)(6) 2021 the patient underwent explant of the rns system (neurostimulator and all leads) due a suspected infection at the incision site. Additional details were not provided by the treating center.